Event description:
It was further reported that the date of death was 1 day post procedure. It had been previously reported that the date of death was 2 days post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The 90-95% stenosed and 22mm long target lesion was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.5mm. It was treated with direct stenting using a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. No post dilation was performed. Timi flow was "3" post treatment. The patient was discharged 1 day later on aspirin and clopidogrel. However, after being home for several hours, the patient developed diaphoresis and nausea and was brought to the emergency room. She presented with normal sinus rhythm, but shortly thereafter had a vomiting episode, lost consciousness and developed complete heart block. She was treated medically with improvement. She subsequently developed chest pain. A repeat ECG showed st segment elevation in the anterior leads v1 and v2. Medical therapy was initiated and the subject was scheduled for emergency cardiac catheterization. Though prior to procedure, the patient developed ventricular tachycardia and ventricular fibrillation arrest. CPR was initiated and continued for approximately 45 minutes with multiple ultrasound images of the heart performed, the first of which showed some right ventricular dilation with an lvef of 25%. The subject developed pulseless electrical activity and further medications were administered. The patient never regained a pulse and resuscitation efforts were discontinued. At 2 days post index procedure, the patient died. Per the physician, the cause of death was ventricular tachycardia. Furthermore, the physician states that the cause of death was possibly pulmonary thromboembolic disease or primary arrhythmia status post myocardial infarction. According to the physician, it was felt that this was unlikely to be due to "re-occlusion of either of her coronary artery stents, although certainly had she occluded her lad, we would have expected more st elevation anteriorly and there was no inferior st elevation." It is the opinion of the physician that this event is unrelated to the taxus liberte stent. Additional information has been requested but is not available.